Manufacturer narrative:
The lifeband involved in the complaint was discarded by the customer. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
As reported, during patient care, the autopulse platform displayed an unspecified error code and would not start the compressions. Per a reporter, the lifeband was not seating correctly not allowing the platform to start the compressions. The crew reverted to manual CPR. No consequences or impact to patient information was reported. For autopulse platform issue see MFR 3010617000-2020-00007.

Manufacturer narrative:
The report of the lifeband not seating correctly not allowing the platform to start the compressions was confirmed during the initial functional testing and the visual inspection of the returned lifeband. The root cause for the reported complaint was due to broken lifeband belt clip. It is possible the lifeband was damaged during the normal use, however, the root cause could not be determined. Upon visual inspection, observed the lifeband belt clip is broken, thus confirming the reported complaint. The broken lifeband caused the autopulse platform to stop compressions and prompt user advisory messages. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for lifeband with lot # 94493